Event description:
Pt was admitted with a diagnosis of a cystic lesion of the left mandible. The pt went to the operating room where an I&d of the left mandible was performed and a screw from bridgework was removed.